Event description:
Boston scientific received information stating: the lead had dislodged and the patient had experienced under sensing in the ra. The patient's device was reprogrammed to vvi at 50 bpm. (B)(6) hospital (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).